Event description:
It was reported a physician performed a balloon kyphoplasty procedure in a patient. The physician stated the bone cement was "more granular than usual and took a prolonged period of time to polymerize. After 25 minutes, it was still not hard. The cement was injected into the patient. A CT was performed and showed leakage of the material out of the vertebral body, location not specified. The patient experienced no sequelae and reportedly, was fine. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up with company representative.